Event description:
The dealer alleges that the screen went blank and it shuts down all together. It happened about a week ago. The end user was stuck in the bathroom when this happened. There was no injury.